Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion of dilaudid leaked at the y connector while connected to a patient. There was no patient harm.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: covidien 10 ml syringe (lot 15k2214, exp 10/2017) of 0.9% sodium chloride; 1000ml baxter bag 2b0064, lot number c988667, ndc 0338-0017-04, exp feb 2017, 5% dextrose injection; therapy date (B)(6) 2016. The customer¿s report that the pca tubing leaked at the y-port was confirmed. Visual inspection showed a crack in the female luer wall. There was no evidence of tool marks or over torque. Functional testing confirmed leaking from the crack. The root cause of the pca tubing leaking at the y-port was a crack in the female luer. The cause of the crack was not identified.